Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. (B)(4)

Event description:
An ophthalmologist reported that when a professor of the clinic implanted a stent approximately two weeks prior, the implantation was rather difficult, especially due to bleeding. Initially the intraocular pressure (iop) was good, then it was very high for a short period of time [50 millimeters of mercury (mmhg)] which was traced back to cortisone use. Now the pressure is stabilized at a level of approximately 30 mmhg. Regarding the position, the stent is well placed; however, all three rings can be seen. Thus, the stent is lying too far in the anterior chamber (not deep enough). An additional procedure is being considered to reposition the stent (to push it further inside).

Manufacturer narrative:
Evaluation summary: a sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. Possible root cause is the surgeon's acknowledgement that the surgery was "difficult" and involved bleeding, this is an indication of intraoperative complications which can affect the surgeon's visualization of the stent positioning. The product instructions for use (IFU) emphasizes the importance of maintaining adequate visualization throughout the implant procedure, specifies the risk of device malposition, and provides guidance for management of anterior device positioning. (B)(4).